Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on: 01/17/2020. Device evaluated by manufacturer. Device evaluation: the sample was evaluated and the lens was observed cut with residues of viscoelastic on the lens related to the handling of the unit in a surgical procedure. Only part of the lens cut was returned. The condition observed is consistent with a lens that has been explanted. The lens was explanted due to anisometropia, there was no reported device problem. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient age/date of birth: unknown as information was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxt225 19.0 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. The zxt225 lens was explanted on (B)(6) 2019 due to complaint of anisometropia. It was reported there was no incision enlargement, no suture(s), and no vitrectomy. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.